Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is being filed under a separate medwatch report.

Event description:
This event is filed for difficulty steering and difficulty removing the device, which have the potential to cause or contribute to patient injury. It was reported that the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The clip delivery system (cds) was advanced into the patient anatomy and although the knobs were not turned excessively, the device was noted to dive anteriorly and medially. A bend was noted in the shaft. The cds was removed, but the grippers of the clip caught on the soft tip of the steerable guide catheter (sgc). The system, both cds and sgc, were removed to the right atrium and the clip was able to be freed from the sgc. A tear was noted in the soft tip, but the device remained intact. There was no adverse patient effect. The procedure continued using a second sgc and two clips were implanted, reducing the mr grade from 4+to 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and evaluated confirming the reported shaft bend. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported delivery catheter shaft bend resulting in the difficulty positioning the device and difficulty removing the clip delivery system from the steerable guide catheter appears to be related to the observed bent mandrel; however, a definitive cause for the bent mandrel could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.